Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation of recent atrial tachycardia/atrial fibrillation (at/af) episodes appeared to be oversensing of potential electromagnetic interference by the implantable pulse generator (ipg). It was also noted a low voltage pacing lead (vdd) was previously capped for an unknown reason. The device remains in use. No patient complications have been reported as a result of this event.